Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a turbohawk device during procedure with a 7f sheath and .014 wire. It is reported that the device would not pack after first cut. After multiple attempts, the device was removed and replaced with another. The vessel is reported to be straight with calcified plaque. Evaluation summary: the turbohawk device was received for evaluation without any ancillary devices or cine images from the procedure. The distal tip assembly lumen was free of collected material. The cutter head assembly was located within the distal tip assembly lumen with the distal edge (blade) located approximately 4mm from the window. There was a deformation of the distal tip assembly profile immediately distal to the cutter blade. The lumen also contained a green film (source and composition unknown). The location of the distal travel point for the cutter head assembly coincides with the visible deformation of the distal tip assembly profile.